Manufacturer narrative:
Biomérieux internal investigation was conducted. System log and calibration files were submitted for review. Analysis indicated that a fine-tuning process should be performed on the vitek® ms system. Log files show that no identification occurred, not a misidentification. Following performance of the fine-tuning, the customer continued to experience the issue. Further analysis of graphs and data indicated the sample tested at the customer site is out of the bacillus circulans cluster. Thus, it is an atypical strain or atypical spectra acquired in different growth conditions (media, incubation time, slide setup, etc.). The strain was requested from the customer multiple times; however, the customer did not comply. Without the organism strain, no additional testing is possible to determine root cause of the issue observed by the customer. There is no evidence to suggest the vitek® ms system is performing outside of specifications.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On (B)(6) 2015 the customer called to report a misidentification with a quality control run when using vitek® ms instrument. Specimen growth conditions were as required - 24 hour incubation, blood agar and 35 degrees. Customer stated no patient samples were affected.